Manufacturer narrative:
Event date: (B)(6) 2017. (B)(4). Device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/2.50mm flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured. No patient complications were reported.